Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment, an internal clock battery malfunction and a pink display screen. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box history confirmed that there was a time and date to default settings within 20 hours following a battery change on (B)(6) 2013. The pump was exercised for 24 hours, the battery was removed for 6 hours, and the time and date was observed to have reset to default. The pump was opened to investigate and an internal clock battery malfunction was observed to have occurred. A crack along the battery compartment extending from the finger pad to the case seal was observed. The pump booted to the verify screen and the display screen was observed to be dim with a pink contrast. (B)(6).